Manufacturer narrative:
Additional procode = drt. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs did not show any evidence to support the customer's report that they were unable to analyze or deliver energy. Review of the activity logs does show evidence to suggest that the user switched lead view from pads view to leads view causing the device not to display an ECG signal. Therefore our investigation for this reported malfunctions were unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.